Event description:
One locking cap could not be locked during the surgery. The surgeon removed it and changed to a replacement unit. Three locking caps were blocked and could not be loosened, removed, during surgery which made it impossible to re-contour the rod for a better result. The patient was impacted. The surgery was delayed. The event did not require additional medical treatment. This is 3 of 5 reports for this complaint (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Additional common device name mnh, mni, kwq, kwp.